Manufacturer narrative:
Intraocular lens (iol) was received in a condition that precluded analysis, optic was badly damaged. Batch records were reviewed and showed no deviations. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 15.0 diopter of this lot number. Review of the historical complaint data base revealed that no other complaints from this lot number were received. Based on the results of our investigation we do not suspect the lens was the cause of this event. All information available is contained in this report.

Event description:
A surgeon reported the multifocal intraocular lens (iol) was exchanged without complication for a monofocal lens. Reason stated was possible improper iol power or the patient's inability to adapt to the multifocality of the lens.